Event description:
While the surgeon was attempting to use the securestrap device they noted that the device jammed and would not fire. A second device was opened and used without incident. It is unknown if the second device was the same or different lot number.